Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the error occurred due to the defective high voltage power supply (hvps) board. The hvps board likely failed due to one or more of the following: - the supply voltage from the hvps board is missing or too low (permanent error). - a defective hvps board due to a short circuit of the mos transistors (permanent error). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The evaluation for that the rebooting error was due to a defective high voltage power supply (hvps) board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the generator was giving an e433. Rebooting. Error. The issue was found during maintenance. There were no reports of patient harm. No procedure was involved at the time of event.